Manufacturer narrative:
T:slim user guide indicates the cartridge is indicated as a reservoir for the delivery of rapid-acting insulin, humalog was tested for up to 48 hours of use as labeled. The cartridge is contraindicated for use with products other than humalog and novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level of 285 (mg/dl) and administered a correction bolus with the pump. Limited system check with tandem technical support was performed as customer elected not to troubleshoot certain pump components; however, pump was performing as intended for those components addressed in system check. Cartridge uses humalog insulin and has been in use for 2 days; however, customer indicated that cartridge is usually changed every 3 days. Customer was reminded that humalog is indicated for use up to 48 hours and recommendation was made to consult with health care provider to discuss diabetes management.